Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, with instructions to call back if any malfunction code recurred, and was informed that it was safe to continue using the pump.